Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, an "unable to write to event log" error was confirmed in the event log indicating occurrence of ventilator inoperative alarm had been recorded. The device's main board was replaced to address the issue. Additionally, not related to the issue a life related smell was confirmed so the blower, inlet foam kit, and outlet flow path were replaced to address the issue.